Event description:
The patient reported that starting "today after work about 4 o' clock", they began hearing a triple beep alarm "like a police car." The patient spoke with the hcp, and they said they would see the patient in tomorrow morning, and to call the manufacturer. The patient stated that they were just refilled when they put the new pump in "and it should run 3-4 months so I know it¿s not empty." The patient did not have a ptm to check their pump with. The patient did not feel signs of withdrawal and indicated that ¿the surgeon that had done both of the replacements and the free repair was going to call the patient in the morning.¿ the patient planned to call their hcp today. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report. Additional information later reported the patient still had concerns regarding device or therapy but was working with their hcp. Per the patient the concern was the pump contained wrong dosage of meds since implant which caused the patient to run out of med in pump.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0056600r, implanted: (B)(6) 2000, explanted: (B)(6) 2007; product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).